Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number /serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that the hemopro 2 extension cable stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The cutter didn't seem to have the right amount of power being delivered to it.

Manufacturer narrative:
On 03/03/2016 10:58 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4)

Event description:
On 02/17/2016 04:01 pm (gmt-5:00) added by (B)(6): the hospital reported that the hemopro 2 extension cable stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. On 02/08/2016 02:26 am (gmt-5:00) added by (B)(6): the cutter didn't seem to have the right amount of power being delivered to it.